Event description:
It was reported that the patient was admitted to the hospital with chest discomfort. Upon interrogation of the device, increased rv threshold and reduced r-wave was observed on the right ventricular lead. A chest x-ray was performed and confirmed the lead had perforated the right ventricle. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.0 cm. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.